Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window and cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they hospitalized due to hyperglycemia on (B)(6) 2020. Customer's blood glucose level was 480 mg/dl and at time of incident 600 mg/dl. Customers treated with insulin drip. Customer does not allege insulin pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the drive support cap appears to be normal. The insulin pump will be returned for analysis.